Event description:
Rep reported that the customer explained that the valve mechanism became detached from the base plate.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.